Event description:
(B)(4). Date of event: best estimate is (B)(6) 2010. According to the information received, a catheter had a tip cut off/open/broken. A customer was upset because he injured himself on a self cath 412 lot 2325071 that had a cut off tip. The end user went to his doctor because there was a small amount of bleeding. The doctor confirmed that he was scratched.

Manufacturer narrative:
Examination of the returned product revealed the tip was missing from the catheter. Therefore, the complaint is confirmed as reported. Closer examination of the cut-off did reveal a void in the seal, indicating the catheter had slipped down during the packaging process and the tip was cut off when the pouch was sealed. The complaint history was reviewed, revealing that this is the first such complaint for this lot number. Based on this information, qa concludes that this is an isolated incident and does not represent the overall quality of the lot.